Event description:
Display-backlight failure [device issue]. Case description: on (B)(6) 2015, a respiratory therapist (rt) in the us spoke with the company regarding a device issue with inomax dsir# (B)(4). The device was not in use on a pt. The rt reported a blank display with inomax dsir# (B)(4). He stated the device would boot up without displaying any graphics. He was able to tough the menu button and the device would audibly respond, but no graphics appeared. The device was to be switched out. Inomax dsir# (B)(4) was removed from svc and returned to the company for svc eval. Case comment: on 26-may-2015 2015: this is a non-serious, post-marketing device report. The device was not in use on any pt at the time of the device failure. No adverse event associated with the device failure was reported. The case is considered reportable because a previous, similar device failure had been associated with serious adverse pt consequence (index case MDR #3004531588-2013-00023).

Manufacturer narrative:
Device issue with inomax dsir# ((B)(4)). The device investigation was completed on 12-may-2015. Eval summary: inomax dsir# (B)(4) was returned to the MFR for svc investigation. The reg svc ctr (rsc) log revealed (4) delivery failure alarms raised due to backlight current below minimum, consistent with reported complaint of blank screen. The rsc also confirmed the reported complaint of blank screen, device had blank screen when powered up during the investigation. The rsc replaced the touchscreen/display assembly. A full functional test was performed and the device operated according to spec so it was returned to the device svc pool. The root cause for this report is display-backlight failure. This condition will be tracked and trended under the company's qual sys. This device was not in use on a pt; however, it is being submitted to regulatory authorities because a similar failure occurred in the past which resulted in a serious adverse event (MDR 3004531588-2013-00023).